Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was received for analysis. Device analysis revealed damage/(marker flakes off) was observed at the femoral marker in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 24oct2017. It was reported that lost image occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal and middle left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use to view the target lesion. However, the image disappeared when the opticross¿ imaging catheter was crossing the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a damage in the femoral marker/femoral marker flakes off.